Event description:
The manufacturer received information alleging a ventilator was shut down. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced preventively.